Event description:
It was reported that around 45 minutes, halfway through from the start of the total hysterectomy with a bilateral salpingo-oophorectomy (bso), the device did not open. Patient was bleeding and needed to control with the device, but the device was not opening to grasp tissue. The device was not applied to the tissue or vessel. The device was not cleaned, and the knife blade did not protrude beyond the edge of the jaws. The staff ended up using or opening another device. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.